Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17703.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the unit is unable to detect tidal volume. The device was not in clinical use, at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
The manufacturer's authorized service provider (asp) provided in a good faith effort (gfe) response received on 10mar2023 that the customer refused to pay for the repair, so no field service was completed. No parts were replaced. Due to the customer refusing service, philips was unable to confirm the final disposition of the device because. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.